Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when evaluation is complete.

Event description:
Edwards received information that this 23 mm aortic pericardial valve, implanted for twelve (12) years and four (4) months, was explanted due to aortic stenosis and regurgitation secondary to leaflet tears and calcification. This device was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation. After an implant duration of approximately eight (8) years, mild aortic regurgitation was detected. After an implant duration of approximately twelve (12) years and one (1) month, heart failure occurred. After an implant duration of approximately twelve (12) years and two (2) months, heart failure occurred again, and blood ph was increased, so that the patient became a candidate for a surgery. Since mitral stenosis and regurgitation was progressing, mitral valve replacement and tricuspid annuloplasty were also planned. The subject device was explanted and replaced with a 21 mm edwards magna ease valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The condition of the explanted valve was reported as ¿leaflet tear was observed on the commissure area. One of the three leaflet was prolapsed. Calcification was observed, and it led to aortic stenosis and regurgitation¿.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer reports of stenosis and calcification were confirmed through observed thickened leaflets and calcification. Report of regurgitation and leaflet tears were confirmed through observed leaflet tears. X-ray demonstrated heavy calcification on leaflet 3. X-ray also demonstrated calcification nodules on leaflet 2 and on the inflow host tissue near leaflet 1. X-ray also demonstrated wireform intact. All three leaflets were stiffened and thickened. The cusp area f leaflet 1 appeared thickened and swollen with discoloration. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Host tissue, thickened leaflets, and calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1 and a 14mm non-transmural tear along the bottom of the leaflet to commissure 2 on the outflow aspect. Leaflet 2 had a 5mm non-transmural tear near commissure 2 and a 6mm non-transmural tear near commissure 3 on the outflow aspect. Leaflet 3 had a 4mm tear near commissure 1. Leaflets were observed to be thickened and swollen near the tears. Wireform was exposed on commissures 1 and 2. Sutures remained attached around sewing ring. Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.